Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device has problems with the ac led. There is no reported patient involvement.